Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent. Customer advised that she discarded the items requested for return. There are no remaining products to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.